Event description:
Based on the medical records provided by the patient's attorney: (B)(6) 2001 - patient underwent repair of ruptured colon and colostomy for diverticular disease. On (B)(6) 2002 - patient underwent takedown procedure and closure of colostomy. On (B)(6) 2003 - patient underwent repair of ventral incisional hernia with composix e/x. On (B)(6) 2003 - patient underwent repair of recurrent ventral hernia with ventralex mesh. On (B)(6) 2003 - patient underwent repair of recurrent ventral hernia with composix kugel. Lysis of adhesions were performed. On (B)(6) 2005 - patient underwent excision of composix kugel. Medical records note that a portion of the mesh appeared to be attached to the small bowel and during dissection a small perforation was made.

Manufacturer narrative:
Initially the attorney reported that a single event of the implant of a composix kugel mesh occurred, however, medical records were received and a review of these records identified two additional events. Based on the medical record review the patient underwent incisional hernia repair with composix e/x on (B)(6) 2003. Approximately three months post implant the patient underwent repair of a recurrent ventral hernia with ventralex mesh. On (B)(6) 2003, the patient underwent repair of a recurrent ventral hernia with composix kugel. Extensive adhesiolysis were performed. On (B)(6) 2005, the patient under went exploratory laparotomy. The composix kugel mesh appeared to be infected, and was therefore excised. Based on the information provided it is unknown whether the device may have caused or contributed to the reported event. The patient had a significant history of abdominal repairs including a ruptured colon secondary to diverticular disease in 2001. The information provided indicates the patient developed, and was treated for a recurrence. The product IFU lists recurrence as a known adverse reaction. Additionally, according to the medical records the mesh remains implanted. See MDR 1213643-2007-00841 for information related to the composix kugel mesh implanted on (B)(6) 2003. See MDR 1213643-2011-0332 for information related to the ventralex mesh implanted on (B)(6) 2003.